Event description:
Additional information was received stating that the tissue was gray, the patient had high ions and pain. No surgical delay. The stem was an s-rom. No instrument broken.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a device history record (mre) review, was not possible because the required lot code was not provided. H10 additional narrative:

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had removal of metal on metal liner. Experience high ions. Doi: unknown, dor: (B)(6) 2021, affected side: right hip.